Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic cholecystectomy, the drainage showed leakage of bile. Because the leakage did not stop, he decided to perform another operation to close the cystic duct with sutures. They discovered that the clips he placed on the cystic duct in the first procedure did not close properly and caused the leakage. Another procedure was performed to properly close the cystic duct. This caused an extended patient hospitalization.